Manufacturer narrative:
Medical device expiration date: na. It was reported one label was missing and others contained incorrect information. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos shows three different sides of a bag with products. The label is not visible. No other information could be obtained from the photos. This defect could occur if an associate missed adding a label to the packaging. A device history record review was completed for provided material number 301664, lot number 2056494. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The photos will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd needle ns 25ga 1in blt sq grd w/o shield the label was missing. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that one label was missing and qc technician performed an incoming inspection on material 300030264 (05-8024) from bd. Inspector pulled six (6) cartons for sample inspection; each box had two (2) bags of 10,000 cannulas. 1. One (1) bag is missing the inner label. We initiated an investigation, reviewed the remaining bags, and confirmed that of all bags received, only one bag was missing the inner label, as the inspector found. Additional information: date received: 15-jul-2022, date identified: 27-jul-2022, customer reference #: (B)(4), bd part #: 301664, bd batch #: 2056494. On 08-aug-2022, supplier quality engineering reviewed the remaining bags and confirmed that of all bags received, only one bag was missing the inner label as found by the inspector